Event description:
Length of phone call: 2 minutes, 8 seconds. Transcription: hello my name is (B)(6) I had a problem this morning with a tampon that you guys might want to look into the telephone number is 7 month 4. (B)(4) again (B)(4). A (B)(6) e-mail address. And then they can see again and then than. They. Are. At (B)(6) . (B)(6) 03:45 pm. (Assign) hi (B)(6), thank you for reaching out to us at (B)(4). I left a voicemail for you returning your message about an issue with our tampons. I am happy to help with this! I'd love to hear what occurred and get some details from you. You can reply to this email here or you can call us at (B)(4). I look forward to hearing back from you! Kind regards, (B)(4) customer care. When she tried to take it out would not come out pulling on string but would not come out . Was able to grab base of tampon. String was on the top. Placed in applicator the wrong way. Has used other tampons in pack, using them all week, only one so far. Will email lot code. Send replacements. (B)(6). We waited 30 days for the consumer to supply the lot number as this is critical to the manufacturer's investigation, she still has not provided it so we are submitting. (Update 2/23/2018).